Event description:
The customer stated that the ag-920pa multi-gas unit (used for measurement of anesthetic gas agents. Oxygen, or co2) gives an external device error when the use. They state that vital signs monitor that displays the multi-gas unit parameters occasionally alarmed, but it did not interfere with the case. Unit continued to function normally despite alarming. MFR ref #8030229-2015-00083.